Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. (Expiry date: 10/2023).

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured at 10 atm. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one photo showing two damaged devices (sample 1 and sample 2), separately packed was received. Sample 1 in the photo reflects the vaccess device. The sample 1 was noted to be bloody. The photo also shows vaccess device labeling, with the lot and catalog number matching the reported information in trackwise. No other anomalies were noted. Based on the photo review reported balloon rupture could not be confirmed on the findings and no conclusion can be made. One vaccess pta dilatation catheter has been received for the evaluation. On the visual evaluation, the device appeared bloody. No other specific anomalies were noted. On the functional evaluation, the balloon was inflated using an in-house presto inflation device and it was noted that the water leaking throughout the balloon .under the microscopic observation, compound rupture was noted and examined. Therefore the investigation for the balloon rupture has been confirmed as the compound rupture was noted on the balloon under the microscopic observation. A definitive root cause for the reported balloon rupture could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 10/2023),g3,h6(method). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured at 10 atm. It was further reported that procedure was completed using another device. There was no reported patient injury.